Event description:
It was reported by the rep the devices were used during a laparoscopic assisted colon resection. The surgeon used an el314 through the trocars and the gasket tore and pneumo was lost. The surgeon was very frustrated, but did complete case with original trocars. There was no consequence to the pt.